Event description:
Pt developed hemolysis during dialysis treatment. Arterial blood line kinked. Dialysis machine pulled for evaluation. Machine evaluated and all parameters within normal limits. Device in use 15,000 hrs. Arterial line kinked in blood pump of dialysis machine, causing mild hemolysis. Kink caused by user error. Pt asymptomatic from event.